Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that eight weeks post implant the implantable pulse generator (ipg) had less than expected longevity. The device was reprogrammed to preserve battery power. It was noted the patient then experienced shortness of breath, constantly falling asleep, palpitations and chest pain. It was also reported the patient symptoms were due to atrial pacing and the patient could feel pacing. The device was reprogrammed again and remains in use. No further patient complications have been reported as a result of this event.